Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the aml stem was broken, patient had high cobalt levels and corrosion around head/neck taper. Surgeon explanted stem and removed metal liner from pinnacle shell. Liner replaced with poly liner. Update: 13sep2017: additional information received: it was also indicated that the patient had experienced thigh pain.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.